Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert and oversensing. It was also reported that the right atrial (ra) lead dislodged. The right atrial (ra) lead was revised and both leads remain in use. No patient complications have been reported as a result of this event.